Manufacturer narrative:
Date sent to the FDA: 04/16/2021 additional h6 component code: g07002 ¿ reported condition not confirmed additional information: d9, h6 additional h-3 summary: visual inspection and functional test evaluation were conducted on the returned device. Visual analysis of the returned samples determined that an empty opened foil and ten unopened samples of product code 1775g were received for evaluation. Visual inspection of the unopened samples, the swage, and the attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand and no defects, damage, or suture breakage were noted. A functional test was performed using an instron and the tensile strength force was above the minimum requirement. The event described could not be confirmed as the device performed without any defect noted. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate date sent to the FDA: 04/16/2021 corrected information: d3, g1 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: could you please confirm how many devices presented the issue (suture breakage) during the procedure being reported? 2-3 sutures. What tissue was being approximated or sutured when they broke? I don¿t have the specifics. It was an eye procedure in the operating room. What was used to complete the procedure? The 1775g. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported in medwatch report: (B)(4).

Event description:
It was reported that a patient underwent an eye procedure on (B)(6) 2021 and suture was used. During the procedure, it was reported by the customer that the suture kept breaking. The surgeon would have to tie the suture in order to continue with the procedure. The procedure was completed with another like device with no patient consequence. Additional information was requested.